Event description:
The complaint was reported as: complaint alleges: the applier broke during the ligation of a clip, but nothing wrong was noticed during the intervention (the ligation has been successfully performed). During the cleaning/storage operating room, the dressings nurse noticed that the small screw (which brings together the jaws) was missing, and was not recovered. The device was not examined prior to use. As reported by the surgeons, no action will be taken. There was no clinical consequence for the patient.

Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.